Manufacturer narrative:
Concomitant product: 6935m62 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient experienced sharp pokes of discomfort diagnosed as positional diaphragmatic stimulation. The event resolved by adjusting the left ventricular (lv) lead settings and reducing the lv amplitude. The lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.